Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the serial number sticker/plate was missing. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the serial number sticker/plate was missing. The bme requested for a replacement serial number plate, and the remote service engineer (rse) e-mailed the v60 product support engineer (pse) to check on the availability of the serial number name plate for the bme. Investigation is ongoing.

Manufacturer narrative:
After further review, the reported issue of missing sn plate on device is not a reportable event.